Manufacturer narrative:
Product investigation summary: the investigation has shown that the welding joint between the handle and the inner shaft broke and therefore the plastic handle cracked. The nature of the visible hammering marks and striations on the striking head, and at the front side of the handle, point to the fact that the instrument was subjected to excessive use. The current technique guide recommends that the pfna blade be inserted to the stop by applying gentle blows with the hammer. The manufacturing review shows that the production procedure was according to the specifications during its manufacture in july, 2010. There were no issues that would contribute to this complaint condition. No product fault could be detected. It is most likely that excessive force through the method of use and associated accumulated damage and wear are the reasons for the complaint issue. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The complaint device is expected to be returned to synthes for evaluation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that while the surgeon was inserting proximal femoral nail antirotational (pfna) blade using the pfna impactor, the impactor broke after blade was inserted into the patient. A small piece of the impactor handle was broken but it remained attached to the main handle. There was no delay in surgery time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 07july2010. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.